Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that healthcare provider (hcp) asked manufacturer representative (rep) for support at patient's (pt) programming today. Rep saw the patient in the waiting room when rep walked into the office and she had her baseline tremor. Patient rep had a question about the patient programmer and upon interrogation, the device came up with, "my therapy is off". They turned it back on and patient went back to her 95% tremor control within 8 seconds as it ramped up to her programmed setting. Rep waited till pt was brought back with the physician to see when it turned off as the patient did not turn off her therapy with the patient programmer. Her device was interrogated and it was found that, "therapy was unavailable" on (B)(6) 2026, and has been off since until today when turning it on. Rep wondered if her battery was not recharged. On (B)(6) 2026, her battery was at 80% and charged to 100%? The patient was questioned to see if she was any where, that would have exposed her to emi - pt reported nothing. Rep checked impedances to see make sure there was no open circuit for rapid battery depletion; all were within normal range.